Event description:
Bard 14 fr surestep foley tray system ref (B)(4), used per MFR's instructions for insertion of temperature sensing foley. Foley inserted without difficulty with a return of approx 20 cc's clear amber urine. During case approx 60 cc's of urine drained into the collection bag. At completion of case, the foley was out and the balloon was no longer inflated. A subsequent urinary catheter was inserted with an initial urine output of 400 cc¿s. At this point the balloon from the 1st catheter was tested and had immediately deflated due to a hole in the balloon.